Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section h8 was incorrect, it should be blank. However, we have updated on this report to reflect the correct information.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. The customer returned the pump for alleged the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was. And 2x the hrm task did not grant motor power in reasonable time. Alarms found on 12/5/2022. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. Successfully downloaded the trace and history files using thump. No the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was. Or pump error 82 alarms were noted during testing. A review of the pump history file shows on 12/4/2022 at 23:08:00 there was a the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was. (Linenumber 393 filenumber 16) alarm and pump error 82 (linenumber 427 filenumber 16) alarm that occurred, faults are isolated to the hardware (esf #3764387). Pump error 81 and pump error 82 detailed alarm analysis is listed below: faults are not registered in detailed traces or error log, only in diagnostic traces and history, which gives us only fault type and file/line numbers. 2 motor power request timeout alarm (82) motor power grant request to main cpu was not responded within timeout. Reason cannot be identified without detailed traces1 motor acknowledge dmcommand timeout alarm (81)suspend delivery request from main application was not responded by motor cpu within timeout reason cannot be identified without detailed traces. The pump was cut open for a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. The motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was and the hrm task did not grant motor power in reasonable time. Alarms are confirmed, fault are isolated to the hardware (esf #3764387). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump errors. Customer reported they were able to clear the alarm and they were able to rewind the insulin pump. Customer stated that insulin pump was not exposed to a high magnetic field. Displacement test passed. Customer performed self test and it was passed. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will discontinue the use of device. The insulin pump was returned for analysis.